Manufacturer narrative:
Age at time of event: the patient age ranges from 21 years old to 75 years old with a median age of 55 years. Gender: seven males and 10 females. Literature article: kerr, d.j., young a.m., neoptolemos, j.p., sherman, m., van-geene, p., stanley, a., ferr, d., dobbie, j.w., vincke, b., gilbert, j., el eini, d., dombros, n. And fountzilas, g. "Prolonged intraperitoneal infusion of 5-fluorouracil using a novel carrier solution". British journal of cancer (1996) 74, 2032-2035. Doi: 10.1038/bjc.1996.672. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during a study, 2 peritoneal dialysis (pd) patients experienced peritonitis. The cause and treatment of the events were not reported. It was not reported if the patients were hospitalized for the events. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.